Event description:
It was reported that patient experienced a driveline power fault, per bedside nursing staff. Device interrogation showed unremarkable pump parameters and, the patient was sitting up in chai, asymptomatic. The event log file confirmed driveline power faults on 27apr2026. The modular cable was exchanged along with the system controller which resolved the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.